Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "dilator unraveled." There were no reports of patient injury, harm, adverse health consequences, or medical intervention associated with the event. The patient's condition was reported as fine.